Event description:
The customer reported that the left monitor image was intermittently not displaying. This issue will cause the system to be intermittently unusable due to a loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.